Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the blood donation center at the (B)(4), has healthy male and female donors. The customer is dissatisfied that the number of blood donors is significantly decreased by measuring with the pronto 7. The customer thinks that the pronto 7 has a tendency for (B)(6) values. The customer measures with the pronto 7 and if the sphb value is under 8.4 they will re- check with the hemo cue. From 36 measurements 13 values was too low to be a donor, after recheck with the hemo cue the donor is able to donate blood. 6 measurements have the equal result. We informed customer, that the values can't be compared. (Customer will compare the values in march with the gold standard). The users of the pronto 7 using a light shield they use the non-dominant ring finger. During the measurements they advise the donor to be calm. If the donor has cold hands, they give them time to rewarm the hands. The donor sit relaxed during the procedure. The interference scan was in the green range at 10. The test mode is set on max. Compared with the study of 2011/ 2012 n= 500. After measuring with the pronto 7 they need to recheck 25% of the tests (in the lower range of sphb). Now they have to recheck 33% of the test independent of high or low range of sphb. There were no reports of consequences or impact to any of the patients.